Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; a.5a; a.6b; g.1; h6.

Event description:
Healthcare professional reported a left side deflation, capsular contracture (grade I), waterfall deformity. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and crease sharp in the posterior side . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated edge opening on anterior side assessed to surgical damage. -a crease sharp opening on radius due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation, capsular contracture (grade I), waterfall deformity. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation, capsular contracture (grade I), waterfall deformity. Device has been explanted.